Event description:
During a permanent implant procedure in (B)(6), it was reported the sleeve of the tunnelling tool collapsed. To complete the procedure, the implanting physician made a larger incision into the pt's skin for purposes of exiting the tubing. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.